Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient developed myocarditis possibly due to a heart valve surgery and that vegetation was noted on the lead. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm implantable cardioverter defibrillator (ICD)  2013-(B)(6). (B)(4).

Event description:
A deep vein thrombosis (dvt) was further reported.